Manufacturer narrative:
Additional information received on (B)(4) 2013 provided by patient's physician stated the patient's post operative care was uneventful, and patient is healing well without pain, and infection. Patient underwent a test trial of 1% pilocarpine to see if the symptoms resolve. Patient's current bva 20/20 in os. No irregularities found in either optics. It was stated that photopic and mesopic pupil sizes were measured as 4.16mm and 6.13mm respectively prior to patient surgery. Patient had positive spherical corneal aberration of +0.286um in os prior to surgery. Furthermore, it was stated that the patient has been nearsighted his entire life, and often removes glasses to see up close. Post operative refraction noted to be -1.75 sph os. Lastly, it was reported that the patient is experiencing positive photopsia of perfectly round circles around any and all bright light sources under mesopic conditions. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye which has been producing symptoms which are affecting the patient's daily quality of life for greater than 3 months. It was stated that the patient is experiencing symptoms of rings/halos, "ferris wheel" like spokes at 200-250 points of light, and a diopter split between both optics. Patient was noted to have sought a second opinion and was given soft contact lenses to correct distant vision which was stated to have helped considerably. No additional information was provided.

Manufacturer narrative:
Patient stated to have a 6 diopter myopic correction in both eyes before surgery. Following a second opinion exam and refraction, the refraction was noted to be od -5.0d, os -1.5d the same week as surgery. In addition, patient noted to have moderate cataract od. It was reported that the patient had difficulty driving at night in dark environments and/or with cars moving past him due to visual distortion.

Manufacturer narrative:
Expiration date: 08/31/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains in the patient's eye and is therefore, not available for product evaluation. Manufacturing record review indicated that the review of the documentation and testing presented in the manufacturing record were found within product specifications. Placeholder.